Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance and oversensing in the form of noise due to possible subclavian crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.